Event description:
A customer reported higher readings on day 10 of wear of the adc freestyle libre sensor compared to a hcp meter. On (B)(6) 2018 at 3:00 p.m., customer obtained a sensor reading of 19 mmol/l and self-treated with unspecified units of insulin. At 4:00 p.m., a reading of 27 mmol/l was obtained on the sensor and self-treated with unspecified "more" units of insulin. Soon after, customer experienced dizziness and was "not feeling so well" and showed up at a hospital where a capillary reading of 12 mmol/l at 3:30 p.m., and 15 minutes later a reading of 8 mmol/l was obtained on the hcp meter. Customer was treated with sugar to avoid a larger fall in his glucose levels. It should be noted that there were no attempts to scan the sensor while in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings on day 10 of wear of the adc freestyle libre sensor compared to a hcp meter. On (B)(6) 2018 at 3:00 p.m., customer obtained a sensor reading of 19 mmol/l and self-treated with unspecified units of insulin. At 4:00 p.m., a reading of 27 mmol/l was obtained on the sensor and self-treated with unspecified "more" units of insulin. Soon after, customer experienced dizziness and was "not feeling so well" and showed up at a hospital where a capillary reading of 12 mmol/l at 3:30 p.m., and 15 minutes later, a reading of 8 mmol/l was obtained on the hcp meter. Customer was treated with sugar to avoid a larger fall in his glucose levels. It should be noted that there were no attempts to scan the sensor while in the hospital. There was no report of death or permanent injury associated with this event.